Event description:
Surgeon was using suction coagulator when a flash of fire came from a red rubber (robinson) catheter during adenoidectomy. Catheter was removed instantly. Red robinson catheter (which had been used for retraction) was burned through, insulation on mouth gag slightly blackened and coagulator blackened about one-third distance from distal end. A burn was recognized on pt's hard and soft palates, lateral tongue, possibly the inside cheek.